Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances on the right ventricular (rv) channel. Additionally, high rv and right atrial (ra) pacing thresholds were observed. The high ra thresholds resulted in intermittent capture at maximum outputs. A chest x-ray confirmed that the leads were not dislodged. The patient reported feeling faint and dizzy but no additional adverse patient effects were reported. The pacemaker was reprogrammed and a revision procedure was scheduled. This pacemaker remains in service at this time. The ra and rv leads are competitor products.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The physician has elected to cancel the scheduled revision procedure and continue monitoring the system. No additional adverse patient effects were reported.